Event description:
Legal counsel for patient reported that patient underwent a bi-polar right hip arthroplasty procedure on (B)(6) 2006 and subsequently alleged pain. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 and alleged that blackish film from metal threading was noted during the revision. Legal counsel for patient reported that a second revision procedure occurred on (B)(6) 2008 due to patient allegations of instability. A review of invoice history confirmed the initial surgery date and the date of the first revision procedure. Invoice history suggests the bi-polar acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head during the first revision surgery. An invoice could not be located to confirm the second revision surgery or what was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2014-04135, 04136 & 04138).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a bi-polar right hip arthroplasty procedure on (B)(6) 2006 and subsequently alleged pain. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2008 and alleged that blackish film from metal threading was noted during the revision. Legal counsel for patient reported that a second revision procedure occurred on (B)(6) 2008 due to patient allegations of instability. A review of invoice history confirmed the initial surgery date and the date of the first revision procedure. Invoice history suggests the bi-polar acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head during the first revision surgery. An invoice could not be located to confirm the second revision surgery or what was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2008 was due to pain. The patient's operative report noted blackish film. The acetabular cup and modular head removed. The cup was replaced with a competitor's cup. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2008 was due to hip instability. The patient's operative report noted competitor's cup and biomet head was removed and replaced.